Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. The customer¿s blood glucose level was 136mg/dl at the time of the incident. The customer reported that they were getting occlusions. The customer stated that he had put in a new infusion set in less than 1 unit. The customer received an insulin flow block alarm. Customer stated that he refilled primed another set and reservoir that went fine and then occluded right away. Customer stated that he put in another set and again less than 1 unit he got insulin flow block alarm. Customer stated that he is still connected to pump. Customer stated that he is still getting basal. Customer thinks that it might be the set. The customer was assisted customer in performing a 5.0u fill cannula and the insulin did not exit. Customer reports that insulin does not exit the tubing with fill tubing. Troubleshoot determined that the pump should be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device passed the displacement test, rewind, prime or seating, basic occlusion, self test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.